Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the header bag. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was present within the sheath. Functional testing was conducted the deployment sleeve was manually moved into the forward lock position, but the carrier tube was unable to be moved forward. Force was applied and the carrier tube kinked and folded over itself between the hub of the sheath and the cap of the tube. Then, the carrier tube was tried to remove from the sheath hub and high resistance was encountered to remove the carrier tube shaft from the sheath. Lot of dried blood like substance was found though out the length of the carrier tube. Collagen was swollen upon contact with bloodlike substance. Functional testing was unable to be completed due to the kink on the carrier tube. The complaint could be confirmed for pullout since the device was returned in the rear lock position with the color bands exposed and the anchor was positioned within the device. The likely causes for the pullout experienced may include the device cap was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. The carrier tube likely folded itself due to the resistance generated from semi-dried blood like substances within the cannula of sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was pushed out of the sheath, but was not deployed, and came back into the sheath, so-called shuttling occurred. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.